Event description:
Initial report from field reported weld broke on bar assembly. It was reported by facility administrator that resident was in the lift when the weld broke and caused the resident to fall on bed. No injuries reported.